Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the lot number reported is not from the item received. Therefore, the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4) - the dentist reported that 5 months after dental implant was installed in intraoral region 5#, its non-osseointegration was observed. In addition, 32 ncm of primary stability was achieved, the patient presented bone type ii, bone graft was executed and immediate implant and immediate load were performed.